Event description:
An epump with insufficient customer info was returned to covidien for service. The pump was placed aside pending customer info. The pump was then serviced on (B)(6) 2011. As a result of the pump eval, it was determined that the pump had significant thermal damage to the battery compartment.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.